Event description:
On (B)(6) 2008, this patient underwent emergent endovascular repair of a rupture of a right common iliac artery aneurysm using gore excluder aaa endoprosthesis components. An iliac extender component was implanted proximally, a palmaz stent was implanted in the middle, and another iliac extender component was implanted distally. On an unknown date, occlusion of the components with thrombus was identified. On (B)(6) 2008, a femoral-femoral bypass procedure was performed to restore blood perfusion to the right lower extremity. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.